Event description:
It was reported that this right ventricular (rv) lead was not delivering pacing. Technical services (ts) was consulted and discussed available programming options to address the issue. At a later date, the rv was revised, with a new rv lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.